Event description:
The lay user/patient contacted animas on (B)(6) 2012 alleging that his pump was re-booting for an unknown reason. The patient reported that the alleged issue started on (B)(6) 2012 after having received and cleared a cs alarm 88. The patient stated, the pump would re-boot and the verification screen would appear a short time after priming the pump. The patient reported that he disconnected from the pump and went on injections once the intermittent power issue began. The patient stated, he obtained an elevated blood glucose(bg) of 250 mg/dl at an unspecified time after the issue started. It is not known if the patient was already on injections at the time he obtained the high bg. The patient claimed he did develop symptoms; however, the call was disconnected and the patient could not be reached to capture the symptoms the he developed. The patient informed animas customer support that he was not too concerned about the elevated bg reading and confirmed he was able to correct it. At the time of troubleshooting, the patient denied any visible damage to the pump's casing or battery cap. In addition, the patient denied any visible corrosion within the battery compartment. The patient informed customer support that he replaced the battery and the battery cap; however, the subject pump continued to reboot on its own. Customer support noted there were no battery alarms found when reviewing the pump's alarm history. Customer support was unable to determine reason for the pump rebooting. Customer support made several attempts to reach patient after the call had disconnected; however, were unsuccessful in their attempts. There is no indication that the alleged power issue caused or contributed to an adverse event. The patient's reported bg readings do not meet animas' criteria of a serious injury and the patient did not seek medical intervention for an acute complication of diabetes. However, this complaint is being reported because the alleged power issue remained unresolved at the time of the call.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 07/16/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) /2013 with the following findings: evaluation revealed that power on resets observed in the black box. The returned battery cap and the battery compartment contain no physical damage. Returned cap secures tightly and maintains power to the pump. A 24 hour duration test was performed using the returned battery cap; pump was still delivering at conclusion of test; no power loss events were duplicated using the returned battery cap. The returned battery caps width and height measurements are all within specified range. Removal of the pump cover showed no internal moisture damage or intermittent connections. The power complaint was verified in the history but could not be duplicated during the investigation. Unrelated to the complaint, evaluation revealed that the display lens was found to be scratched.